Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet was stuck and unable to be separated from the left ventricular (lv) lead. The lv lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported event of stylet stuck in the lead was confirmed. A complete lead with a stuck stylet was returned in two pieces. Visual inspection found stripped ptfe coating of the stylet in the proximal region of the lead and the inner coil bunched up with blood fluid inside the connector region. The cause of the reported event was isolated to the stripped ptfe coating of the stylet in lead and bunching up of the inner coil with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. The double bend height was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.